Event description:
Reportedly, on (B)(6) 2022, during annual follow-up, when attempting to interrogate the pacemaker, the message: "implant is in standby mode - interrogation is stopped. Do you want to re-initialize the implant (which will require a few minutes)?" Was displayed. After repeated interrogations, the device was re-initialized. The patient has been fit and well (previously programmed vvir 60-110 and only >10% paced). This was his annual check after a non-eventful follow up last year. Patient denies any use of industrial machinery or equipment. The rv sensitivity had been previously reduced, but there had been no mention of significant noise on the previous reports. The patient will come back for another check within a month.

Manufacturer narrative:
Preliminary analysis results confirmed the reported switch in standby mode. The device was properly re-initialized during the follow-up performed on (B)(6) 2022 and its normal functioning was restored.

Event description:
Reportedly, on (B)(6) 2022, during annual follow-up, when attempting to interrogate the pacemaker, the message: "implant is in standby mode - interrogation is stopped. Do you want to re-initialize the implant (which will require a few minutes)?" Was displayed. After repeated interrogations, the device was re-initialized. The patient has been fit and well (previously programmed vvir 60-110 and only >10% paced). This was his annual check after a non-eventful follow up last year. Patient denies any use of industrial machinery or equipment. The rv sensitivity had been previously reduced, but there had been no mention of significant noise on the previous reports. The patient will come back for another check within a month.

Event description:
Reportedly, on (B)(6) 2022, during annual follow-up, when attempting to interrogate the pacemaker, the message: "implant is in standby mode - interrogation is stopped. Do you want to re-initialize the implant (which will require a few minutes)?" Was displayed. After repeated interrogations, the device was re-initialized. The patient has been fit and well (previously programmed vvir 60-110 and only >10% paced). This was his annual check after a non-eventful follow up last year. Patient denies any use of industrial machinery or equipment. The rv sensitivity had been previously reduced, but there had been no mention of significant noise on the previous reports. The patient will come back for another check within a month.